Manufacturer narrative:
Investigation summary: capsule signal is at low ph values (1-2 ph) for ~5 hours at the beginning of the study. After ~4 hours ph signal is rise to 7-7.5 values until the end of the study. This is an indication of capsule fell to patient stomach before procedure ended. After ~24 hours ph signal is vanished probably due to capsule extraction from patient body. According to the investigation and the procedure that products are released only after they have been tested and released, we consider the products met the specification. The conclusion of the investigation is that the failed study occurred due to suspected recorder/capsule malfunction.

Event description:
According to the reporter, the customer called and stated a capsule detached prior to the end of the procedure. A repeat procedure was necessary due to the alleged device malfunction.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.